Event description:
A us distributor reported that a battery was unable to power on a monitor.

Manufacturer narrative:
Device evaluation of battery sn (B)(6) has been completed. The reported problem (will not power on monitor) was isolated to the battery housing being damaged. The dividers were bent and would not fit into the monitor. The root cause for the damaged housing was physical abuse. There was no adverse event that resulted from the damaged battery.